Event description:
It was initially reported by the nurse that the pt has an infection at the neck site. Surgeon was taking the pt back to the operating room for cleaning of wound/infection at the neck site. Surgeon decided to remove the generator and will re-implant once the infection clears up. Design history review was done and it was confirmed that the device was sterile at the time of dispatch from the MFR. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.